Manufacturer narrative:
Date of event = surgery within the last 3 weeks; science center visit about 2 weeks ago. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the patient reported that they had a loss of therapy (return of pain) from their implantable neurostimulator (ins) about 2 weeks ago and wanted to meet with the manufacturer¿s representative. There were no falls or trauma reported related to the issue. The patient had been for an adjustment on the ins about a month or so ago and it had been ¿working amazing¿. It was noted that the patient went to the ¿science center¿ and since then they had a change in therapy. It was stated that when they decreased the stimulation the pain came back and if they increased it. It was also noted that the patient had surgery within the last 3 weeks.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.